Event description:
The service report shows the customer alleged that the volume on the audible alarm was irregular. The customer support engineer (cse) verified the reported condition and replaced the alarm assembly. The cse reported that the unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.